Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage, reservoir unable to lock into place, damage (physical or cosmetic). The customer reported blood glucose value of 550 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1715k. The customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There was no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1715k was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Unable to perform displacement test, occlusion test, and displacement accuracy test due to missing retainer ring. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. Successfully downloaded pump history files and traces using thus software. Pump delivered 4 bolus deliveries on the event date of (B)(6) 2024 at 12:19:16.000, 14:22:26.000, 18:15:18.000, and 19:43:50.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, broken reservoir tube lip, missing o-ring (reservoir tube), and keypad overlay texture damage. Unable to verify customer's complaint for high bg's. Cosmetic damage was confirmed at the reservoir compartment. Moisture damage was confirmed found isolated to the battery tube. Missing retainer ring was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.